Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 300 to 400 mg/dl. The customer indicated that they are wating for a shipment of supplies and mentioned high blood glucose due to bleeding at the infusion site. Customer indicated that they are meeting with their diabetes educator soon to try and resolve the issue. Customer declined high blood glucose troubleshooting. No further troubleshooting was performed.